Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A product sample has been requested, however, it has not been received for evaluation at the manufacturing site. (B)(4).

Manufacturer narrative:
A product sample was not returned for evaluation. The final customer lot was identified. A device history record review for the lots was conducted. No anomalies were found during the device history record review. The product was released based on the manufacturer¿s acceptance criteria. No additional investigation is required based on device history review. The root cause for the customer complaint issue cannot be determined.

Event description:
A customer reported that the cutter was not cutting during a vitrectomy procedure. The problem was resolved after replacing the product with another one. The procedure was completed with no harm to the patient. A sample has been requested for evaluation.